Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A photo was provided for visual inspection and the defect of missing labels was seen. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5107550. Conclusion: a review of the device history record was completed for batch 5107550, without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure was missing a label on the tube. No serious injury, blood to mucous membrane exposure or medical intervention was reported.